Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l per-q-cath catheter. Blood residue was observed throughout the sample. The sample was received in two segments which shared a complete break just distal of the suture wings. Microscopic inspection of the sample revealed sharply defined fracture features. The fracture surfaces appeared dull and granular. The catheter exhibited an elliptical cross-section at the fracture site. Tactile inspection of the sample revealed tensile weakness and material necking in the vicinity of the break. The fracture features and accompanying tensile weakness were consistent with damaged caused by tensile (pulling) stress. The location of the damage suggested that catheter securement/maintenance may have contributed to the observed damage. The product IFU states ¿to minimize the risk of catheter breakage and embolization, the catheter must be secured in place.¿ a lot history review (lhr) of reau0889 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the p-q-c catheter was placed into the patient's body under ultrasound guidance on (B)(6) 2017, with 45cm placed in vivo and 6cm left in vitro. It was stated the catheter was fractured around the zero scale mark 6 days after placement. No patient harm was reported. Catheter was removed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reau0889 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the p-q-c catheter was placed into the patient's body under ultrasound guidance on (B)(6) 2017, with 45 cm placed in vivo and 6 cm left in vitro. It was stated the catheter was fractured around the zero scale mark 6 days after placement. No patient harm was reported. Catheter was removed.